Manufacturer narrative:
Product complaint : (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the analysis of the device received, the embolic coil was found stretched. The finding meet us regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode is krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A non-sterile og cmplx xtrasoft coil 3x8 was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damage was observed. The coil was returned outside from the introducer. A microscopic inspection was performed, and the coil was found stretched and still attached to the gripper. A dimensional analysis was performed, device introducer outer diameter (od) and the distal inner diameter (ID) were confirmed to be within specification. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. According to the risk documentation, a coil unable to be inserted into a microcatheter is a potential issue that can occur during microcoil insertion due to an overly tightened rhv, which causes some force inadvertently applied resulting in coil stretching. Based on this, the customer complaint regarding resistance/friction was confirmed. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points through the manufacturing process to prevent damages such as coil kinking from leaving the facility. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization, an orbit galaxy xtrasoft coil (640cx0308, 30775342) was used as the first coil. The physician felt strong resistance during advancing the orbit galaxy through the sheath (introducer) of the coil. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported. Based on the analysis of the device received, the embolic coil was found stretched.